Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with the sulu fired to the 7 cm cut line. There were no functional abnormalities observed, the remaining staple line formed properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advance firing knob may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy procedure. The stapler did not fire. The black pusher thumb piece could not be moved at all. In order to resolve the issue and complete the case, used a new device. There was no patient harm. The patient outcome is alive, no injury.